Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion. The device was inspected with no issues noted. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was not used. It was reported that stent dislodgement occurred during delivery to the lesion. The lesion was highly calcified and after trying to remove the device, the stent came off the balloon. The dislodged stent was removed from the iliac using a snare. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were intact. The inner lumen patency was verified with a 0.015 inch mandrel. There was no damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.